Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received a complete pump reset guide from technical support, and after walking through the reset process, the cgm error code did not appear again. The customer successfully started their sensor session.